Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports sinusitis due to the 1mm entry into the sinus. A computerized axial tomography + medication for the sinus is done and it is decided to extract the implant to solve sinusitis. The doctor reports: osteolysis, infection and inflammation. The affected dental position is #15.

Event description:
The doctor reports sinusitis due to the 1mm entry into the sinus. A computerized axial tomography + medication for the sinus is done and it is decided to extract the implant to solve sinusitis. The doctor reports: osteolysis, infection and inflammation. The affected dental position is #27.

Manufacturer narrative:
Sinusitis was reported due to the 1mm entry into the sinus. A computerized axial tomography + medication for the sinus is done and it is decided to extract the implant to solve sinusitis. The doctor reports: osteolysis, infection and inflammation. The affected dental position is #27. One (1) osseotite tapered certain implant, (xifnt585) was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 2019040309. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019040309 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were improper techniques used and patient factors. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.